Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use. Therefore, the root cause for the slow flow is inconclusive. In addition, the patient experiencing ruq pain, is unrelated to the hai pump infusion and more likely due to the cbd gallstone.

Event description:
Intera oncology was notified by a nurse practitioner about an intera 3000 hepatic artery infusion pump slow flowing. On (B)(6) 2025, the residual volume was 18ml (higher than the expected 14.4 ml/day). The nurse stated that the flow rate has been between .82 to 1.1 ml/day since (B)(6) 2025. On (B)(6) 2025, the patient reported having right upper quadrant (ruq) pain. The physician coordinated with nuclear medicine to schedule a haps scan as next step. The nurse provided us with an updated flow chart information, along with some clinical information: on (B)(6) 2025, hai pump implanted; heparin administered on (B)(6) 2025, residual volume: 12.0 (18.0 in/14d: 1.2 ml/d) heparin administered on (B)(6) 2025, residual volume: 18.0 (12.0/10d: 1.2ml/d) floxuridine (fudr) administered on (B)(6) 2025, residual volume: 14.0 (16.0/14d: 1.1ml/d) heparin administered on (B)(6) 2025, residual volume: 15.0 (15.0/14d: 1.07ml/d floxuridine (fudr) administered on (B)(6) 2025, residual volume: 18.0 (12.0/14d: 0.85ml/d) heparin administered on (B)(6) 2025, residual volume: 16.0 (14.0/14d: 1.00ml/d) floxuridine (fudr)administered on (B)(6) 2025, residual volume: 18.5 (11.5/14d: 0.82ml/d) heparin administered on (B)(6) 2025, the patient complains of having right upper-quadrant (ruq) pain. The CT angiogram abdomen showed "possible common vile duct (cbd) stone" and "appropriately positioned hepatic artery infusion pump, with no evidence of arterial abnormality". According to the nurse, the ruq pain is less likely related to the hai pump infusion and more likely due to the cbd gallstone. On (B)(6) 2025, 18.0 ml (12 ml/12 day, 1ml/day) heparin administered. The nurse flushed into the bolus pathway without any resistance. On (B)(6) 2025, haps result was normal and showed the patent hepatic artery infusion pump with heterogeneous perfusion of the liver, involving both hepatic lobes. According to the nurse, the latest refill done on (B)(6) 2025, shows improvement and the residual volume was 14.5 ml (15.5 ml in/14 days, 1.1 ml/day).